Event description:
As reported in a literature article (limbucci, n. Et al. (2014). Y-stent assisted coiling of bifurcation aneurysms with enterprise stent: long-term follow-up. Neurointervent surg, 0, 1-5. A patient experienced transitory ischemic attacks after discontinuation of ticlopidine, so dipyridamole 200mg plus aspirin 100mg therapy was started, and no other ischemic events were reported. The article discussed a retrospective review of 52 consecutive patients treated with stent-assisted coiling with placement of enterprise stents in a ¿&¿ configuration from (B)(6) 2010 to (B)(6) 2013. The aneurysms were unruptured in all except 5 patients. Treated aneurysm were located in the middle cerebral artery (20 cases), anterior communicating artery (14 cases), basilar tip (11 cases), carotid tip (2 cases), or vertebrobasilar junction (1 case). The mean aneurysm diameter was 10mm and the mean neck diameter was 5.2mm. In all cases, the neck was wide with a dome to neck ratio below 1.5. The chosen bifurcation branch was catheterized with a prowler select plus microcatheter (details unknown), and the aneurysm was catheterized with an echelon 10 microcatheter (details unknown). The stent was deployed, partially covering the neck of the aneurysm, and the other bifurcation branch was catheterized crossing the interstices of the stent. The patients were discharged on double antiplatelet therapy for 6 months and life-long acetylsalicylic acid.

Manufacturer narrative:
As reported in a literature article (limbucci, n. Et al. (2014). Y-stent assisted coiling of bifurcation aneurysms with enterprise stent: long-term follow-up. Neurointervent surg, 0, 1-5. A patient experienced transitory ischemic attacks after discontinuation of ticlopidine, so dipyridamole 200mg plus aspirin 100mg therapy was started, and no other ischemic events were reported. The article discussed a retrospective review of 52 consecutive patients treated with stent-assisted coiling with placement of enterprise stents in a ¿&¿ configuration from (B)(6) 2010 to (B)(6) 2013. The aneurysms were unruptured in all except 5 patients. Treated aneurysm were located in the middle cerebral artery (20 cases), anterior communicating artery (14 cases), basilar tip (11 cases), carotid tip (2 cases), or vertebrobasilar junction (1 case). The mean aneurysm diameter was 10mm and the mean neck diameter was 5.2mm. In all cases, the neck was wide with a dome to neck ratio below 1.5. The chosen bifurcation branch was catheterized with a prowler select plus microcatheter (details unknown), and the aneurysm was catheterized with an echelon 10 microcatheter (details unknown). The stent was deployed, partially covering the neck of the aneurysm, and the other bifurcation branch was catheterized crossing the interstices of the stent. The patients were discharged on double antiplatelet therapy for 6 months and life-long acetylsalicylic acid. The device was unavailable for analysis. No sterile lot number was reported thus no DHR could be conducted. Neurologic changes i.e. Transient ischemic events are a known potential adverse event associated with stent assisted coil embolization of intracranial aneurysms and are listed in the enterprise IFU as such. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the limited information does not allow for an accurate assessment of root cause for the reported events; however, the patient¿s response to post procedure medication regimen may have contributed to the events. This is an initial/final report. For section d 11. Concomitant medical products and therapy dates: prowler select plus microcatheter (details unknown) echelon 10 microcatheter (details unknown) - attachment: [literature article.pdf]